Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2018 that this rv lead was explanted and replaced on 7/7/17 due to cardiac perforation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.